Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the catheter (ID (B)(6)) was returned for evaluation. Device history record (DHR)- product code 82-3073 with lot 7123585, conformed to the specifications when released to stock. Failure analysis - a bactiseal catheter box was returned, however, there was no catheter in the box. Root cause analysis- a root cause for the issue of the catheter was contaminated because of the associated contaminated valve. It is due to a hair found inside the opened inner blister of a valve.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2023-00283. A facility reported a hair in the sterile packaging of a certas valve ((B)(6) ) and the bactiseal ventricular catheter ((B)(6) ) was contaminated because of the associated contaminated valve. It was discovered during setup for a vp shunt case on (B)(6) 2023 and the procedure was completed with a replacement product available. No patient contact/injury and the event did not led to surgical delay.